Event description:
A consumer reports that following intraocular lens (iol) implant surgery, she still cannot see well. She is now required to wear glasses.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 03/11/2008, 03/17/2008 and 03/24/2008 by fax, mail and phone. A completed questionnaire was received. This report was mailed to FDA on: 04/10/2008.